Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used during a "proventriculus opening stegnosis" procedure, performed on (B)(6) 2024, for the treatment of gastroesophageal reflux in the proventriculus opening. During the procedure, the first band was adhered to the second band. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Additional information received on march 16, 2025: the speedband superview super 7 was used in the colon, during an endoscopic treatment of internal hemorrhoids procedure. Note: it was reported that the speedband superview super 7 was used in the colon; however, per the speedband superview super 7 multiple band ligator instructions for use (IFU), the reported anatomy location is not described in the indications for use.

Manufacturer narrative:
H6: imdrf device code a050501 captures the reportable event of bands unable to deploy. A1 (patient identifier), block b5 (event description), block e1 (zip code): updated based on the additional information received. H11: the returned speedband superview super 7 was analyzed, it was observed that the ligator housing did not return. The handle does not show evidence that the trip wire was secured, and it was not pulled up to take up the remaining slack. It was determined that the instructions for use (IFU) of the device were not followed since the trip wire was not secured into the handle slot, it was not pulled up to take the remaining slack, and additionally, the device was used in an anatomy location that is not described in the instructions for use. The reported event of bands unable to deploy cannot be confirmed. The ligator housing did not return for analysis, due to this condition it is not possible to determine if the reported event was present or not. Based on all gathered information, the probable cause is not established.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used during a "proventriculus opening stegnosis" procedure, performed on (B)(6) 2024, for the treatment of gastroesophageal reflux in the proventriculus opening. During the procedure, the first band was adhered to the second band. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. No further information has been obtained despite good faith efforts. Note: it was reported that the speedband superview super 7 was used in the proventriculus opening; however, per the speedband superview super 7 multiple band ligator instructions for use (IFU), the device is not intended for ligation of esophageal varices below the gastroesophageal junction and the reported anatomy location is not described in the indications for use.